Event description:
The electronic bed would not operate. The bed controls would not operate the bed. All motors were locked out. The buttons would not work. The motor lockouts were lit. The maintenance staff was able to repair the bed in the patient room.